Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected.   Results: visual inspection of the complaint tubing revealed tthat the tubing was wrinked and torn. This indicates that a force had been applied, leading to deformation and tearing of the bc190 flexitrunk infant nasal tubing. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by the tubing being pulled. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was found to be torn before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that the (B)(4) flexitrunk infant nasal tubing was found to be torn before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). We have requested the return of the (B)(4) flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.